Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving unknown baclofen 1000 mcg/ml at 214.9 mcg/day for cerebral palsy and intractable spasticity. The rep was in a case on the date of this report because the patient had not had any therapeutic effect since having the pump. The reporter wanted to review steps to prime the pump and clear it out of the old concentration since the healthcare provider (hcp) planned on changing the concentration to 500 mcg/ml. The hcp would test the pump on the back table to make sure it was programming properly and replace the catheter if she was unable to aspirate. Return paperwork was received with no additional information. The catheter was returned on 02/01/2017 with no further information regarding the reason for explant. The pump was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found the pin connector/collet was not fully locked in place. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated there was extremely limited information. The patient was shunted and had limited cerebrospinal fluid (csf) flow. It was difficult to tell if the catheter was ever in the intrathecal space to begin with. A new catheter was placed in surgery using contrast dye to confirm it was intrathecal.